Event description:
Stryker reference #(B)(4): it was reported that the customer received a small electric shock when they touched the wall control of the surgical light. There was no reported injury requiring medical intervention, nor were any adverse consequences reported with this event.

Manufacturer narrative:
There was no reported pt involvement, therefore, no pt information exists. The catalog number provided is for the power supply box which is the component identified as allegedly malfunctioning. It was reported that the customer allegedly received a small electric shock when they touched the wall control. A stryker field service technician exchanged the power supply box at the account with a new one and the power supply box that allegedly failed is expected to be returned to the manufacturer for evaluation and root cause analysis.